Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) with atrial tachy therapies exhibited episodes of noisy signals with oversensing and pacing inhibition.